Manufacturer narrative:
(B)(4). The complaint devices have recently been received by fisher & paykel healthcare (B)(4). Our investigation is currently in progress. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital reported via a fisher & paykel rep that they were unable to obtain a peep (positive end-expiratory pressure) higher than 4 cmh2o at 8 liters per minute with four (4) 900rd010 adjustable t-piece and resuscitation circuits. The hospital noted the reported pressure problem before pt use.